Manufacturer narrative:
Approximate age of device (age of device: 21 days). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient suffered an embolic stroke post operatively. The exact timing and date of the stroke is unknown. The account communicated that the patient suffered a perforated colon post- operatively and required a right hemi-colectomy. The account explained that the patient was in atrial fibrillation pre-op. A heparin drip was initiated 6 hours post-implant on (B)(6) 2018. Immediately leaving the operation room (or) on (B)(6) 2018, patient's pump speed at 4600 rpm, flow 3.4, pi 4.9, power 2.8; septum midline. The patient's speed increased upon arrival to the ICU and increased overnight to 5200 rpm. The patient was ambulatory around the unit 2 days post-op day. The patient remains ongoing in the ICU, the neurology team is on board.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported embolic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event